Event description:
The event involved a tego connector. After connecting to the patient, they observed a rising trend in venous pressure. Upon inspection, they found that the plastic coating was broken. It occurred during use on a patient; it was in use for half an hour. An unspecified medication was being used with this product. The product was not reprocessed or re-sterilized prior to use. There was a delay in therapy, but no adverse event and no one was harmed as a result of the reported event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One used tego was received for inspection. As received, the seal had been torn around the posts on either side. The tego was found to be occluded when activated by a male luer due to the seal collapsing. The reported complaint of no flow can be confirmed due to the damage found on the seal. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review could not be conducted because no lot number(s) was/were identified.